Event description:
Reporter alleged that the screen of the aviva sys had signs of an electrical short because it has a yellow circle. Reporter is in the evaluations dept of the MFR and discovered the alleged issue when the device was returned and evaluated. No actions were reported taken or treatment received. No adverse event reported. The suspect device had already been returned and replacement product was sent.